Manufacturer narrative:
The complaint investigation for the alinity s anti-hcv ii reagent lot 21538be00 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and inhouse testing of retained kits with the complaint lot number. Returned samples were tested on iino_lia hcv score immunoblot and confirmed reactive results with one sample being inconclusive ((B)(6)). Trending review determined no trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Inhouse testing of reagent kit lot# 21538be00 determined that the specificity performance was not negatively impacted. Labeling was reviewed and adequately addresses the customer issue. The alinity s anti-hcv ii assay has increased its sensitivity compared with previous and existing abbott anti-hcv assays. The increased sensitivity of low-level antibody in a donor is a further protection of the blood supply. Based on our investigation, no systemic issue or deficiency with the alinity s anti-hcv ii reagent lot 21538be00 was identified.this follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Event description:
The customer reported false repeat reactive alinity s anti-hcv ii results on four patients. Results provided: (B)(6) 2021. Sid (B)(6) = (B)(6) s/co, architect = (B)(6). Sid (B)(6) = (B)(6) s/co, architect = (B)(6). Sid (B)(6) = (B)(6) s/co, architect = (B)(6). Sid (B)(6) s/co (repeated next day as reactive), architect = 0.96 / 1.01 s/co. Additional three patients provided on (B)(6) 2021 sid (B)(6) = (B)(6) s/co, architect = (B)(6) ; (B)(6) 2021 . Sid (B)(6) = (B)(6) s/co, architect = (B)(6) ; (B)(6) 2021. Sid (B)(6) = (B)(6) s/co, architect = (B)(6) ; (B)(6) 2021. A dditional four patients provided on (B)(6) 2021. Sid (B)(6) = (B)(6) s/co, architect = (B)(6) ; (B)(6) 2021. Sid (B)(6) = (B)(6) s/co, architect = (B)(6) ; (B)(6) 2021. Sid (B)(6) = (B)(6) s/co, architect = (B)(6) ; (B)(6) 2021. Sid (B)(6) = (B)(6) s/co, architect = (B)(6). Additional two patients provided on 23apr2021. Sid (B)(6) = (B)(6) s/co, architect = (B)(6). All samples repeated by: (B)(6) = negative; mikrogen immunoblot: all bands negative. No impact to patient management was reported.

Manufacturer narrative:
Section a1 patient identifier additional sids: (B)(6). Section b5 additional nine patients added an evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Health effect impact code: f26. Was this device service by a third party? No. An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Patient identifier sids: (B)(6). This report is being filed on an international product, list number 4w56 that has a similar product distributed in the us, list number 6p04-60.

Event description:
The customer reported false repeat reactive alinity s anti-hcv ii results on four patients. Results provided: (B)(6) 2021 sid (B)(6) = 1.43 / 1.49 / 1.39 s/co, architect = 0.17 / 0.16 s/co. Sid (B)(6) = 2.66 / 2.60 / 2.65 s/co, architect = 0.30 / 0.30 s/co. Sid (B)(6) = 1.40 / 1.37 / 1.40 s/co, architect = 0.08 / 0.07 s/co. Sid (B)(6) = 20.96 s/co (repeated next day as reactive), architect = 0.96 / 1.01 s/co. All samples repeated by: elisa assay = negative. Mikrogen immunoblot: all bands negative. No impact to patient management was reported.